Manufacturer narrative:
Visual analysis and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported balloon rupture resulting in the noted separation resulting likely occurred due to circumstances of the procedure. It is likely that the balloon rupture was the result of interaction with the heavily calcified anatomy. There were no leaks reported during preparation, suggesting that the damage was not pre-existing. In addition, the separation of the balloon was likely the result of the ruptured balloon material catching on the introducer sheath during removal causing the balloon material to tear and separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional armada 35 device referenced is filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa). The 3.0x40mm armada 18 balloon dilatation catheter (bdc) ruptured during the first inflation at 4 atmospheres (atm). The bdc was removed without issue and a 7.0x40mm armada 35 bdc was inflated to 4 atms; however, ruptured during the first inflation. The armada 35 bdc was removed; however, resistance was felt with the 6fr sheath. The balloon was noted to still remain in the patient. Snaring of the separated portion was attempted; however, not successful. The patient was taken into surgery to remove the balloon; however, it is unknown if the separated portion was successfully removed. There is no clinically significant delay reported. No additional information was provided.